Event description:
This report is the first of four related to the event. Refer to MFR reports ##3005099803-2008-01261, 3005099803-2008-01263, and #3005099803-2008-01264 for details related to the other three events. The resolution clip device was used to treat a gastric bleed in 2008. According to the complainant, "during the procedure three of the clips deployed successfully, but the physician had to jingle the catheter to release the clips. Another clip was pulled off and did not deploy correctly." The physician attempted to complete the procedure with another resolution clip device.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device MFR date is unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The may 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.